Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: a review of the pump¿s black box data could not be conducted due to internal moisture damage. The battery cap was able to fully secure onto the pump, and the battery cap contact measured within specifications. There was no visible damage found to the battery compartment; however, there was evidence of moisture inside. Due to moisture contamination in the battery compartment, the pump was unresponsive with the returned and test battery caps. The power complaint could not be adequately investigated due to the unresponsive pump. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.